Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that during a treatment session on the face, the patient developed two blisters in the thigh at the return pads location. The injury was categorized as second degree burn. Reportedly, good contact with the skin was maintained throughout treatment; however, the patient was not alert or able to provide feedback during the treatment due to intra-venous administration of pain medications (propofol, fentanyl). The burn occurred around rep 662 and the highest energy level was 4.0. Reportedly, the tip surface was inspected prior to use with no anomalies and was re-inspected during treatment. Patient was administered burn ointment the same day of the event. Reportedly, the symptoms lasted for 10 days. During the recovery period, the burns festered and the physician excised necrosis tissue and sutured one blister. According to the physician, the burns are expected to recover without any permanent scarring. No other information is available.

Manufacturer narrative:
Additional information: (expiration date), (concomitant medical products), correction: (contact name and email), (contact phone). The treatment tip and data card were returned to solta. Evaluation of the tip found no anomalies. Evaluation of the data card indicated error messages were prompted during treatment to alert the operator that the treatment tip was not in full contact with the skin. Failure to maintain constant force until the tone ends can result in an unsafe condition. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. The user manual instructs the user to place the return pad on a well-vascularized area, for example, the lower back or side (just above the hip) that is free of hair and completely dry. The return pad is contraindicated for use on the shoulder, head, extremities (arms or legs) or neck region. Reportedly, the location of the return pad (and subsequent burn) was on the thigh, which most likely contributed to this event. Burns, blisters, scabbing and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin causing burns and subsequent blister and scab formation. There is a small chance of scar formation and application of topical steroidal or antibiotic preparations may be of benefit. Mild and moderate pain during treatment is also a known possible patient reaction to thermage treatment. Typically, the discomfort is temporary during the procedure and localized within the treatment area and rarely patients have reported transient aching in the treatment area lasting up to several months.